Manufacturer narrative:
The customer declined an offer for a system checkout. The disposables from the reported occurrence were discarded by the site. In addition, lot numbers were not provided; therefore testing of retained samples is not possible. The customer was offered additional applications training and has accepted. A site visit date will be scheduled in the near future. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The customer reported the following: a (B)(6) year old male outpatient with an admitting diagnosis of coronary artery disease was connected to the avanta fluid management system while undergoing a coronary angiogram. The procedure was stopped upon noticing an air embolus on the second image. In review of the images, a small air embolus was observed in the circumflex artery on the first image post-catheter exchange. The patient suffered chest pain with no ECG changes noted. The physician ordered IV fluids. The patient was reported to be stable and recovered.